Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This patient was part of the (B)(6) study. The procedure was performed on (B)(6) 2015. At the 3 month evaluation the subject had a scab that was persistent at the access site which was removed with forceps and 1cc of lidocaine. It was a small amount of cyanoacrylate. This was discovered (B)(6) 2016 and was resolved the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.